Manufacturer narrative:
Final device analysis revealed no anomaly found. A por had occurred, but the device was able to be recharged using the physician model recharge. The titanium can and insulation coating had burn marks and were scratched. All testing indicated normal device function.

Event description:
It was reported the patient was unable to get good contact while recharging the device. The device was replaced with a non-rechargable device. No outcome was reported.